Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the indicator wire of a 7f exoseal vascular closure device (vcd) did not deploy, and the indicator window remained unchanged with two white stripes during withdrawal, and the plug deployment button would not depress unless very forcefully pushed at the black/white position. There was no reported patient injury. A 7f cordis avanti sheath was used, and the device produced an audible click when connected the cowling and sheath were connected. The indicator window did not change from black/white to black/black during retraction and was still showing black/white at that time, with no red color observed. When the device was removed from the patient, the indicator wire was not present because the button had been forcibly pressed. One non-sterile exoseal vascular closure device 7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in its manufactured position and the indicator wire was found fully deployed. A 7f non-cordis catheter sheath introducer was returned inserted on the received unit. Finally, it was observed that the indicator window was received in the black/ white position. During this visual analysis a kink was observed on the delivery shaft, located 2 cm apart from the distal tip. Dimensional analysis was conducted in a portion of the delivery shaft near to the affected area to verify the outer diameter. The results obtained were within specification. A deployment simulation evaluation was performed. During this analysis the indicator wire was pulled to achieve the black/black position in the indicator window, then it was proceeded with the deployment lever full depression, achieving the indicator wire retraction, and plug expected deployment. Additionally, the indicator window black/white/red position was obtained as well. A high magnification microscopic evaluation was executed to evaluate the internal mechanism of the device. During this analysis no abnormal conditions were observed to be reported. The reported events of "indicator wire deployment difficulty unable " and ¿deployment lever (button) inaccurate deployment at white/black position¿ was not observed through analysis of the device received as the indicator wire was found fully deployed with no anomalies noted and the deployment lever was received not depressed. The exact cause of the issues experienced could not be conclusively determined during analysis. Additionally, a kinked portion was observed on the delivery shaft. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the events reported since the returned device did not match the event description. It was reported that the deployment lever was depressed and the indicator wire was not present; however, the device was received with deployment lever not depressed and the indicator wire loop deployed. Since the device passed functional analysis and there were no anomalies noted to the device, it is unknown what issue the customer may have experiencing with this product. It should be noted that since the deployment button of the received device was not depressed, it is expected that the indicator wire loop would be deployed. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. However, handling factors are likely since the event reported suggests that the lever was attempted to be pressed when the window was not in the black/black. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ additionally, the IFU states, ¿during retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button¿. As warned in the IFU, ¿if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device.¿ neither the product analysis, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment mechanism of a 7f exoseal vascular closure device (vcd) would not allow deployment despite the indicator window black lines being aligned correctly. Manual pressure was held after several attempts. There was no reported patient injury. The device will be returned for evaluation.